Event description:
The customer requested the oil filter to be changed. He said it smelled, but there were no reports of watery eyes or other related symptoms. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Oil mist - capital equipment, evaluated at customer site. The fse saw and smelled oil mist. The fse replaced the oil mist filter assembly. The fse tested for oil mist or smell. There was none found. The fse ran empty load, all passed.